Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were scissoring and/or falling out. It is unknown on which firing this occurred. It is unknown if a cholangiogram was used. Another clip applier was used to complete the procedure, however it is not known if it was an er320 or an er420. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information received: it is unknown which surgeon used the device. Was given lot# m4h77w, but is unsure if the device is from this lot. Procedure date was either (B)(6) 2015, but not sure which.